Event description:
It was reported that the patient was asymptomatic. It was noted that no capture was observed on the left ventricular (lv) lead. Dislodgement was observed on the lv lead. The lv lead was explanted and replaced. The patient was stable.